Manufacturer narrative:
(B)(4).

Event description:
It was reported that following the implantation of an advance sling, the patient experienced a worsened level of incontinence. The patient was implanted with another continence device on (B)(6) 2016. No patient complications were reported in relation with this event.